Event description:
As reported by the user facility: ref # 8713030u, serial # (B)(4). Reports under infusion/needs calibration. Pump was being used to infuse feeding formula and nurse noted there was 1 ml remaining in syringe. Pump was on power cord when this occurred. Pump taken to biomed. No injury to pt.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. Is submitting a single report on behalf of b. Braun (B)(4) (manufacturer), and b. Braun medical, inc (the importer). This report has been identified as b. Braun (B)(4). The actual pump involved in the reported incident was returned for evaluation. The pump was not operable when received and displayed "recalibration" message upon power-on. The pump was recalibrated and the volumetric accuracy verified: test results = 5.00ml, 11 minutes and 56 seconds; testing performed with a volume to be delivered (vtbd) of 5.0ml at 25.0ml/h rate. The pump's operation log was reviewed. The last recorded infusion was on (B)(6) 2012 at 2:58:38pm. At 2:58:23pm a new rate of 100.0ml/h was set. At 2:58:32pm a new volume to be infused (vtbi) of 10.0ml was set. At 2:58:38pm, the infusion was started and at 3:04:37pm, the infusion was stopped with a total volume infused of 10.0ml or 100.0% of the expected volume. At 3:07:31pm, the pump was powered off for the remainder of the day. On (B)(6) 2012 at 8:18:0am, the pump was powered on. At 8:19:24am a "recalibration" was initiated. At 8:22:05am and 8:28:55am the re-calibration was interrupted by "drive test error; skipped (service)" error. At 8:30:30am "recalibration" was initiated. At 8:30:33am, 8:30;07am and at 8:55:58am re-calibration was interrupted by "drive test error; skipped (service)" error. At 8:57:46am "recalibration" was initiated. At 9:09:02am the pump was powered off. At 9:09:36am the pump was powered on. This sequence of events was repeated several times through the day. Per the operational log there were no infusions performed on (B)(6) 2012. The log shows re-calibration of the pump was attempted several times but was interrupted by "drive test error; skipped (service)" errors and the re-calibration was aborted. It was noted that when this device arrived for evaluation, the investigating technician immediately recognized the need for a disposable file. After installation, the pump operated as intended. It was apparent that an attempt was made by the customer to calibrate the pump. Unfortunately, the type of calibration chosen included a reprogram of the customer's disposable (file that houses currently selected syringes). Because the service program's version of disposables differed from that in use at the hospital, the pump was rendered in a "needs calibration" state. Per the instructions for use, the residual volume inside the residual volume inside the syringe after a syringe end alarm can vary between 0.01 and 1.3 ml. The volume significantly results from dimensional tolerances of the disposable. For closer information please contact your disposable manufacturer. Restarting the infusion leads to a complete depletion of the syringe and shut-off via the pressure sensor. Perform syringe change as described in (section) 1.4 of the manual. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow-up report will be filed.